Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 2 = (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor exhibited an electrode plate failure. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse (field service engineer) contacted the customer and confirmed device is no problem. The customer just asked when philips will implement the fco, replace the external paddles and pads adapter cable for them.